Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin was squirting out during manual prime process. The customer's blood glucose was 498 mg/dl at the time of incident. The customer's blood glucose was 500 mg/dl at the time of call. The customer stated that they treated the high blood glucose by bolus. The customer performed troubleshooting and did not found air bubbles, leaks and setting issues. The insulin pump will not be returned for analysis.